Event description:
Bone quality at the time of implantation was type ii. Osseointegration was not achieved.

Manufacturer narrative:
Physical analysis cannot be performed. Implant not returned. Customer reported no osseointegration.